Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had not charged their device in approximately 3 years due to life events and not being able to charge. In turn, the ipg became inoperable, and patient lost therapy. It was also reported that the patient's leads appeared staggered per the x-ray, and it was unclear if one lead migrated. Surgical intervention took place, and the physician decided to replace the leads with a paddle therefore the system was explanted and replaced to address the issue, effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 40495.